Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. The 12mm x 3.0mm quantum maverick monorail balloon ruptured at 16 atms during the fourth inflation. The number of atms reached on the first three inflations is unknown. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "good".